Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved powering up the pump and the pump alarmed 1260/1261. The investigation determined that corruption of the memory of the circuit board was the cause of the reported issue. The circuit board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump alarmed and also displayed error code 1261. It was reported that the pump was just back from service. No adverse effects were reported.

Event description:
Additional information provided indicated that there was no patient involvement.